Event description:
It was reported via repair work order that the head left siderail was stuck down due to a bent timing link and hi/low was inoperable due to a broken motion interrupt pan engaging the cherry switches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.